Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 20mg.ml at 0.96min rate, 0.12mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient had developed dementia and had been non-compliant with the last 3 refills, sometimes showing up different dates than the actual appointments. The healthcare provider reported that they spoke with the patient and family members and decided to fill the reservoir with pfns and program the pump to min rate mode in case the patient becomes sicker with dementia. The physician would prescribe oral meds but they were not sure that was going to be ok with the patient because the patient becomes nauseated/sick on oral meds prior to the pump being implanted and the reason why the pump was implanted in the first place. The reporter was inquiring how many days it will take in min rate mode to clear the drug from the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.